Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug of a 6f/7f mynxgrip vascular closure device (vcd) gets stuck in the device and won't deploy when they shuttle down. There was no reported patient injury. Additional information was requested but not provided. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation, along with eight sterile units. Visual inspection of the received non-sterile device showed that the shuttle was engaged to the black handle with the stopcock in the open position. A syringe was returned attached to the device, but no sheath was inserted onto the unit. The advancer tube and sealant were returned; however, the sealant was no longer in its manufactured position as it was partially exposed. The condition of the returned device likely indicates that the device deployment mechanism was partially initiated before its arrival at the cordis lab. Additionally, no visual damages or anomalies were observed. Additionally, the eight sterile units were received inside eight sealed sterile pouches that showed no damage or abnormal condition to be reported. Per functional analysis, the deployment mechanism was tested to verify the correct configuration of the non-sterile device. During this analysis, no problems in the device¿s deployment mechanism were observed as this device functioned as expected by advancing the advancer tube and fully deploying the contained sealant. This same process was done with the eight sterile units, also yielding favorable results. The reported event of ¿sealant-failure to deploy¿ was not confirmed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the sealant and advancer tube were still on the device. Additionally, it was not confirmed through analysis of the eight sterile units received as there were no anomalies noted. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the limited information available for review and product analyses, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue noted. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle, especially since there were no issues noted with the sterile units. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6/7f mynxgrip vascular closure device (vcd) gets stuck in the device and won't deploy when they shuttle down. There was no reported patient injury. One device will be returned along with eight sterile devices for evaluation.